Event description:
The customer reported that the system displayed an overvoltage error message. This error message will likely cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane cable, generator driver board and backplane were replaced. The system was then found to be operating as intended.